Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient complained of recurring high watt alarms and having blood in urine, described the color to be black. Patient presented to the emergency room immediately and was transferred to implanting center for admission and treatment. Log files have been sent and clinical specialist notified. Surgeon performed exchange of device due to thrombus. No further information provided at this time.

Manufacturer narrative:
Product event summary # (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the p erformance of the device in relation to the reported event. The reported event was confirmed via log files which revealed 50 high watt alarms and an increase in power consumption. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of material suspected to be thrombus, however, material was insufficient for histology. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. A report was received stating patient complained of recurring high watt alarms and having blood in urine, described the color to be black. Patient presented to the emergency room immediately and was transferred to implanting center for admission and treatment. Log files have been sent and clinical specialist notified. Surgeon performed exchange of device due to thrombus. Patient was discharged (B)(6) 2017. No further information provided at this time. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.